Event description:
It was reported that a rod slipped post-operatively. During the index surgery levels t3 thru l3 were treated for arthodesis. At the three month follow-up visit it was noted that the rod had slipped at the l4 screw assembly. No further info is available at the time of this report.